Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. We tested the standby current of the returned meter, results was 1.2ua. The criteria is <55ua. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 52/55 mg/dl, for level high were 254/254 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 5:30pm after the end user received a blood glucose reading of 120 mg/dl from her prodigy diabetes meter. But the end user displayed symptoms associated with a low blood glucose level. The end user was incoherent, groaning and had slurred speech. The paramedics were called and performed a blood glucose test with their meter and the result was 34 mg/dl. The end user was given an IV of fluids, sugar water and transported to the ER. Once at the ER the end user received additional IV fluids along with dinner to assist with stabilizing her blood glucose. After 4 hours at the ER the end user was discharged with a blood glucose reading of 88 mg/dl. She was instructed to follow her diabetic diet and follow-up with her pcp. No additional information was provided in relations to this medical event.